Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Blood glucose value at the time of the event was 217 mg/dl. The event involved product(s) mmt-1715kl, mmt-332a, and mmt-242a. Troubleshooting was performed. No further patient complications were reported. Mmt-1715kl was requested, and the device was returned for analysis. No product return is required for mmt-332a. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software) and successfully uploaded to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during the time of the customer's call. On (B)(6) 2025 11:07:30.000, critical pump error 53 was recorded. File number: (B)(4) line number: 5632. Per software engineering log, critical pump error 53 is a possible software issue. Isolate to electronic assembly. To assure proper device functionality, the following tests were performed. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer allegations are not confirmed. Unable to confirm customer allegations of low/high bgs. However, during download history review, pump error 53 was recorded. Per software engineering log, pump error 53 was due to software issue. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.